Manufacturer narrative:
The reason for the revision was likely due to the prosthesis wear, disassociation between the tibial insert and the tibial tray, and inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The sequence of events as it relates to the disassociation between the tibial insert and the tibial tray cannot be confirmed. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, a patient underwent an initial total knee arthroplasty. Subsequently, the patient was revised; reason unknown. No further information available.